Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch. No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify bolus wizard anomaly and history anomaly due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance with programing replacement pump. The customer's blood glucose level was unknown. It was noted that the pump had software issues with bolus wizard. The customer was advised the pump would be replaced and returned for analysis.